Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf048f filter tilted, perforated, and detached. There were no reported attempts made to retrieve the filter. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.

Event description:
This report summarizes one malfunction. A review of the event indicated that model rf048f filter tilted, perforated, and detached. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was reported as a 69 year old male whose weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. For the reported malfunction, the device was not returned for evaluation; however, medical records were provided and reviewed. The malfunction is confirmed for tilt, perforation, and detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the event indicated that model rf048f vena cava filter allegedly experienced malposition of device, detachment of device or device component and patient device interaction problem. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was reported as a 69 year old male whose weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. For the reported malfunction, the device was not returned for evaluation; however, medical records were provided and reviewed. The malfunction is confirmed for tilt, perforation, and detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.